Manufacturer narrative:
Concomitant medical products: products ID: w4tr01 crtp, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged five months post-implant. Additional information reported the lv lead exhibited loss of capture on all vectors. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.